Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's alarm volume was too low. Additionally, customer's blood glucose (bg) level displayed low. Reportedly, the customer drank juice to resolve low bg level and reverted to an alternate method of insulin therapy.